Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident on 7/7/97. Three months post procedure the pt returned with pelvic pain. A corner of the graft was exposed upon vaginal exam. The physician surgically repositioned the sling and prophylactic antibiotic therapy was instituted. The pt remains continent and is reported to be okay. The device remains in the pt and will not be returned for eval. Therefore, no failure analysis will be available. Co's directions for use outline as potential complication: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities, tissue necrosis, and tissue erosion.